Event description:
Medical affairs called pt and spoke to pt and obtained the following info. Pt had stoppred testing their blood glucose for a week, since pt does not test daily and readings have been good. Pt takes a set amount of insulin daily (however could not remember the name of their insulin) and took insulin even when pt was not using the meter. Pt claims that pt wanted to test their sugar, since it had been a week since pt last tested and meter would not power on. Pt then replaced the batteries and still no power. Pt did not experience any symptoms at the time of testing. Pt went to see their md and tested on the md's meter and obtained a 129mg/dl. Md did not treat pt. Pt went home and took their set amount of insulin. Customer service had pt check the contacts of the battery compartment and they were in good condition and the batteries were installed properly and meter still had no power. Customer service was unable to resolve the issue and sent pt a new meter.